Event description:
It was reported that the devices were used during a roux en y, gastric bypass and a laparoscopic cholecystectomy on a patient. The trocars were leaking throughout the procedure. At the end, they converted to an open procedure in order to perform the laparoscopic cholecystectomy, because any time the devices were inserted the air would leak out.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.